Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated 02/08/2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the device wouldn't fire. Product was not used on pt, as it would not fire.